Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first closure device was deployed and upon full recapture a pericardial effusion was noted. At this time, a second closure device was successfully implanted and the patient was given protamine. No further intervention was needed. No other adverse patient events were reported. Patient is doing well and has been discharged home.